Event description:
It was reported this pacemaker stored two signal artifact monitoring (sam) episodes at the same time. Technical services reviewed the data and the noise that was being oversensed was a result of a medical procedure. Impedances say noise for the values. Technical services provided programming options. At this time, the system remains in service. No adverse patient effects were reported.